Event description:
It was reported that a patient presented to the emergency room with diaphragmatic stimulation. The device was restored to normal function. The stimulation issue was resolved .the patient would continue to be monitored.